Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be definitively confirmed. The x rays showed that there was cement material within the posterior joint space which could potentially lead to stiffness of the knee. However, the overall fit and alignment of the implants is found to be appropriate. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
B)(4). Foreign: b)(6). B)(6). Concomitant medical products: tibia cemented 5 degree stemmed left size f cat#: 42532007501, lot#: 63490938, femur cemented cruciate retaining (cr) standard cat#: 42502606801, lot#: 63239801. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient was experiencing stiffness three months after initial knee arthroplasty. Manipulation under anesthesia was performed to resolve the issue.